Event description:
It was reported via user facility report that patient complained of frequent recurrent dislocation of their right total hip arthroplasty. Patient admitted for revision right total hip arthroplasty with placement of a locking ring.